Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope experienced error message e104 (fog-free function) abnormality. There were no reports of patient harm, injury, or death.

Event description:
Additional information was provided by the customer: the issue occurred before therapeutic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a component failure in the r-unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a component failure in the charged coupled device there is fog-free function abnormality occurred. The most probable cause of the complaint is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.